Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for an unrelated issue. During the device evaluation, technicians found tears on the pink rubber with exposed core at the plastic distal end cover, as well as chipped glue around the light guide lens due to a deformation and degradation problem. There was no patient involvement.